Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain in female") in a 40 year-old female patient who had essure inserted (lot no. C59243) for female sterilisation. Product or product use issues identified: medical device monitoring error ("novasure endometrial ablation was done after a passed cavity assessment was activated" on (B)(6) 2015). The patient had a medical history of hernia in 1999, trauma (facial and oral repair from trauma 1988 ¿ t and a) in 1988 and tonsillectomy, gastritis, colon operation, acetaminophen, panic attacks, migraine, fibromyalgia, depression, arthritis, anxiety, dyspareunia, pelvic pain, dystrophic calcification, dysfunctional uterine bleeding, dysfunctional uterine bleeding, stress incontinence, rectocele and cystocele. Previously administered products included: mirena, percocet [oxycodone hydrochloride;paracetamol], albuterol hfa, cetrizine and montelukast. The patient had a family history of diabetes, hypertension, heart disease, unspecified and ovarian cancer. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal via bilateral salpingo-oophorectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2015 and as per mr (B)(6) 2015. Discrepancy noted: removal date: as per argus (B)(6) 2022 and as per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2022: one fallopian tube shows focal intraluminal dystrophic calcifications. The other one shows rare small para tubal cyst. [Pathology test] on (B)(6) 2022: a fallopian tube, bilateral fallopian tubes clinical information: pelvic pain in female. Encounter for removal of essure. Diagnosis: bilateral fallopian tubes, salpingectomy: benign bilateral fallopian tubes containing metallic coils. Fallopian tube #2 is a 8.1 cm in length by 0.8-2.5 cm in diameter. The outer surface is purple-gray to focally white-tan and smooth. A silver metallic coil is identified within the lumen and subsequently removed. Fallopian tube #2 is sectioned to reveal a pinpoint to stellate lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Endometrial ablation performed with essure microinsert in place nos. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event "endometrial ablation performed with essure microinsert in place nos added, event "medical device removal" replaced by "pelvic pain", lot number, reporters information, medical history and surgical pathological reports were added. Insertion and removal date and rcc updated, event onset date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2015, the patient had essure inserted. On (B)(6), 2022, 2406 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain in female") in a 40 year-old female patient who had essure inserted (lot no. C59243) for female sterilisation. Product or product use issues identified: medical device monitoring error ("novasure endometrial ablation was done after a passed cavity assessment was activated" on (B)(6) 2015). The patient had a medical history of hernia in 1999, trauma (facial and oral repair from trauma 1988 ¿ t & a) in 1988 and tonsillectomy, gastritis, colon operation, acetaminophen, panic attacks, migraine, fibromyalgia, depression, arthritis, anxiety, dyspareunia, pelvic pain, dystrophic calcification, dysfunctional uterine bleeding, dysfunctional uterine bleeding, stress incontinence, rectocele and cystocele. Previously administered products included: mirena, percocet [oxycodone hydrochloride;paracetamol], albuterol hfa, cetrizine and montelukast. The patient had a family history of diabetes, hypertension, heart disease, unspecified and ovarian cancer. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal via bilateral salpingo-oophorectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per (B)(6) on (B)(6) 2015 and as per (B)(6) on (B)(6) 2015. Discrepancy noted : removal date as per (B)(6) on (B)(6)2022 and as per (B)(6) on (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2022: one fallopian tube shows focal intraluminal dystrophic calcifications. The other one shows rare small para tubal cyst [pathology test] on (B)(6) 2022: a fallopian tube, bilateral fallopian tubes clinical information: pelvic pain in female encounter for removal of essure diagnosis: bilateral fallopian tubes, salpingectomy: benign bilateral fallopian tubes containing metallic coils fallopian tube #2 is a 8.1 cm in length by 0.8-2.5 cm in diameter. The outer surface is purple-gray to focally white-tan and smooth. A silver metallic coil is identified within the lumen and subsequently removed. Fallopian tube #2 is sectioned to reveal a pinpoint to stellate lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2406 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.